Manufacturer narrative:
The complaint was not confirmed and no new issues or errors were observed, all results were within the range specification during control solution testing. In addition, according to the memory log of the meter, the customer was receiving high readings during the medical event.

Event description:
The customer's wife reported that her husband rec'd a reading of 483 mg/dl on his freestyle meter. Therefore, the customer increased the amount of lantus from 12 units to 16 units. The customer experienced symptoms of hypoglycemia such as a seizure, shakiness and diaphoresis. The wife called the paramedics and he was transported to hosp and admitted into another hosp. The wife did not indicate a diagnosis or a form of treatment during his hospitalization. There was not report of death or permanent impairment.